Event description:
It was reported that during a clinic visit, a lead safety switch (lss) from bipolar to unipolar configurations was found to have been triggered due to this right ventricular (rv) lead exhibiting high out of range pacing impedance measurements. Technical services (ts) was consulted for further review of the presenting electrogram (egm). Upon review, the presenting egm showed that the rv lead pacing impedances had gradually risen to greater than 2000 ohms which was out of range. Ts also noted the rv lead pacing thresholds had increased as well. Ts discussed troubleshooting efforts with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.